Event description:
Unexpected set return with a set for a different complaint. No event details provided. There was no pt harm or medical intervention was reported. Although requested, no additional event or pt info provided by the user.

Manufacturer narrative:
(B)(4). No issue was reported by the customer. Visual inspection of the received set revealed no holes / tears or incomplete bonding engagement in the tubing. Functional testing of the returned primary set noted backflow of fluid from the secondary set past the primary set check value. Disassembly of the check valve part resulted in a clear particle located between the housing seal area and silicone diaphragm. The particle was identified to be pvc. The cause of the observed back flow is a faulty check valve. The root cause of the check valve failure was identified as a 0.0137 inch pvc particle found in the fluid path that prevented the silicone diaphragm from fully seated against the housing seal area. The origin of the pvc particle was not identified.